Manufacturer narrative:
Additional information was received that the cause of the reported event was condensation. The advanced breathing system (abs) was subsequently disassembled, cleaned and dried. The unit continued to ventilate and alarms remained functional. The user's reference manual (urm) provides solutions to resolve water build-up and routine cleaning procedures.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit was unable to mechanically ventilate. There was no report of patient involvement.